Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump received had scratched display window, cracked reservoir tube lip, cracked battery tube threads and scratched keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's sister reported via phone call high blood glucose levels and motor error alarm. Customer's blood glucose level was 480 mg/dl. Troubleshooting for motor error was performed. Customer's sister advised the motor error was a past event. Customer experienced the motor error during a bolus delivery. Customer did not feel well, had high blood glucose and felt sick. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.